Manufacturer narrative:
The insulin pump had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and damaged battery cap from the insulin pump. The customer's blood glucose reading during the time of call was 410 mg/dl. The customer was unable to remove the battery cap on her pump. The customer stated that the battery cap is destroyed and the pump is dead. The customer was advised to remove the battery cap with a flat head screwdriver. The customer stated that she was unable to remove the battery cap. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.